Event description:
(B)(6) center. Interventional cardiologist, dr. (B)(6) was doing an r2p case from the radial artery to the sfa. He had a 119 destination slender and abbott .018 wire down across the lesion in the sfa. He used a crosstella (seems to be 6mm x 40 cm balloon) to treat the lesion. When inflating the balloon past the rated burst pressure, (up to 16 atms, whereas rbp is 14 atms) as the balloon was not successfully opening the lesion, the balloon developed a deformity. Then the balloon ruptured. The balloon rupture also ruptured the vessel wall. A covered viabahn stent needed to be placed to cover the rupture. Hemostasis was achieved and the patient left the lab and hospital in stable condition. It is the policy of the hospital to not provide patient information. The lab did not save the balloon, so I do not have anything to return. Event date was 04/29/2025. Facility address is (B)(6). R2p crosstella 6 x 40 - bd-q60040er, no lot number or balloon available.

Manufacturer narrative:
1. Results of investigation: the device was not returned, and the lot number was not provided; therefore, investigation of the device and review of the device history records (DHR) could not be conducted. However, only devices that passed all in-process inspections and final product inspections on representative samples according to the sampling plan are released for shipment. 2. Probable cause and comments: the event was determined to involve a serious injury, as the balloon ruptured when the device was used at a pressure exceeding the rated burst pressure (rbp), resulting in vascular injury that required hemostatic intervention. However, inflation beyond the rbp represents a deviation from the intended use, and the event was therefore assessed as a result of misuse. In addition, as the following [warnings and precautions] and [complications] is stated in the instructions for use (IFU), this event is considered a known risk: [warnings and precautions]: [warnings]: 4. Do not inflate the balloon to a pressure exceeding the rated burst pressure. [Precautions related to procedures]: 4. In case of serious stenotic lesions such as calcified lesions, the blood vessel can not be dilated fully. Do not apply a pressure exceeding the rated burst pressure in such a case. (The balloon may burst and the debris may remain inside the body.) [Complications]: device failures: balloon rupture. Adverse events: vascular dissection, vascular perforation, vascular rupture.